Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu3019 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported patient attended for chemo on (B)(6) 2022. When flushing the PICC line with saline. Noticed leak in PICC. PICC fractured at winged area. PICC line removed. New PICC inserted on (B)(6) 2022.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2022-02145 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2022-02035.

Event description:
It was reported patient attended for chemo on (B)(6) 2022. When flushing the PICC line with saline. Noticed leak in PICC. PICC fractured at winged area. PICC line removed. New PICC inserted on (B)(6) 2022.